Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about saline leakage occurred from c35 connected to infuser pump. When an injector was connected to c35 attached to an infuser pump and saline was injected, it leaked near the c35 connection. The injector used for the injection was then used for another preparation and could be used without any problems, so it cannot be recovered. No anticancer drug attached.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: the connector along with an infuser pump, not manufactured be bd, was provided to our quality team for investigation. Through visual inspection, no issues were observed on the connector or between the connection of the infuser bottle and connector luer. Functional testing was performed, liquid was passed through the system without issue and no leakages were observed between any of the connections. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
This is a complaint about saline leakage occurred from c35 connected to infuser pump. When an injector was connected to c35 attached to an infuser pump and saline was injected, it leaked near the c35 connection. The injector used for the injection was then used for another preparation and could be used without any problems, so it cannot be recovered. No anticancer drug attached. Please confirm if the lot information is available and verify if the leakage was at the luer connection of the connector and mating device? The healthcare professional at hospital has indicated that the leak occurred near the luer of the connector and the connected device. Can they provide material information for mating component? Unknown.